Event description:
It was reported that during a follow up of this implantable cardioverter defibrillator (ICD) a ventricular tachycardia (vt) episode with seven ineffective shocks and two shocks with high out of range shock impedance measurements with a code 1005 open circuit condition. The arrhythmia terminated spontaneously after all programmed therapies were delivered without success. Technical services (ts) review of the device data noted that fc1005 occurred when a shock is delivered and the shock impedance measurements in a high voltage shock is greater than 145 ohms. Ts noted that this type of observation is not damaging the device while the device data should be reviewed. The device in this case would not deliver the second part of the shock waveform which can results in ineffective conversion. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a follow up of this implantable cardioverter defibrillator (ICD) a ventricular tachycardia (vt) episode with seven ineffective shocks and two shocks with high out of range shock impedance measurements with a code 1005 open circuit condition. The arrhythmia terminated spontaneously after all programmed therapies were delivered without success. Technical services (ts) review of the device data noted that fc1005 occurred when a shock is delivered and the shock impedance measurements in a high voltage shock is greater than 145 ohms. Ts noted that this type of observation is not damaging the device while the device data should be reviewed. The device in this case would not deliver the second part of the shock waveform which can results in ineffective conversion. No additional adverse patient effects were reported. The lead remains implanted.